Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2020. The calibration signals were higher than expected. Quality controls were outside of range. The sample centrifugation speed was too high. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total gen. 2 assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a vitamin d value of 93.02 ng/ml. The sample was repeated twice, resulting with values of 28.25 ng/ml and 28.76 ng/ml.